Event description:
According to the reporter, during a procedure, when activating into stapling the device broke. The load broke after the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.